Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that a implantable pacing lead was placed at the target location. The lead was tested and exhibited high threshold and no capture. The lead was explanted and replaced. No patient complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.